Event description:
Reporter stated that in 2000 she had surgery where a hernia mesh was implanted. From 2000-2021 she had nine (9) hernia surgeries to repair the surgery and complications from the mesh. She stated she went in 2021 to have the mesh removed because of continued pain and suffering and because the mesh had bald up in her. She stated after explantation of the mesh she is still in pain and suffering.